Event description:
It was reported that 16 days post stent deployment the pt returned due to vessel occlusion. The stented area was thrombosed. The physician dilated the area with a good result and no further intervention was necessary. The pt was also enrolled in an anticoagulation drug study that dictated the sole use of an investigational drug, sibrafiban.